Event description:
It was reported via repair work order that the serving tray was damaged with sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.